Event description:
Covidien ligasure dolphin tip laparoscopic sealer/divider did not function properly during case. Surgeon's notes reflect: we did avulse the appendiceal artery. We handled this with the ligasure device that we were using and a vessel sealer ligasure force triad unit (B)(6) used with disposables. Laparoscopic team leader notified and re-tested disposable with operating unit. Unit recognized disposable sealer. During grasp and power, unit listed multiple reasons the handpiece would not work. Action taken as instructed by the unit. When complete, unit once again listed multiple reasons the handpiece would not work.